Manufacturer narrative:
Follow-up #2 date of submission 04/16/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a recurring issue with air bubbles in the cartridge. Troubleshooting indicated proper cartridge fill and preparation technique. The reporter noted that the patient's blood glucose (bg) has gone up to around 200mg/dl due to air bubbles. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet animas criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the cartridge has been returned but not yet evaluated by product analysis a retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.